Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2004.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was capped and not replaced due to the patient's anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.